Event description:
It was reported that during pre-surgery, it was observed that the attachment device was heating up. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.